Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the down button was not responsive and having issue with all the buttons. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had battery life diminished and it had rejected brand new battery. The customer also reported that insulin pump had lost the date or time in the past when changing out battery and hairline was fracture runs reservoir to battery cap and also stated that scratches on the screen and had to take out the battery and let sit for a while then put battery back in to get down arrow to work. The customer reported that had insulin inside the reservoir area and rewinds slower. The insulin pump will not be returned for analysis.